Event description:
I wore a mask to the store and started to get dizzy and fainted. This happened to me three times in (B)(6) 2020. I cannot wear a mask or a bandanna. This is inhumane. Cotton bandanna. FDA safety report ID #: (B)(4).